Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8,h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction a foreign material in the nozzle was confirmed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the IFU. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic procedure the colonovideoscope was inspected, and the nozzle was clogged. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E1. Establishment name: (B)(6). The customer cleaned, disinfected, and sterilized the device before the device was returned for evaluation. There was no delay in the start of precleaning. The user flushed the air/water nozzle with water and air. The user wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.